Event description:
The customer stated that the back light was flickering on and off. Troubleshooting was performed, but the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the back light anomaly due to the blank display.